Manufacturer narrative:
(B)(4), eval, results: (based on the info provided no root cause can be determined). (Dissection).

Event description:
An amphirion pta balloon catheter was unused to treat heavy calcification and 90% stenosis in the anterior tibial artery. The balloon was inflated once at 10 atms when it was reported to have ruptured. Another amphiprion pta balloon catheter was then inflated once in the same lesion at 10 atms. A third amphirion pta balloon catheter was then inflated twice in the same lesion at 7 atms. A dissection was reported to have occurred following dilation with the second device, requiring stenting with a non-medtronic stent. The event is indicated as probably related to the device and probably related to the procedure. Reference MFR report numbers 3004066202201100036.